Manufacturer narrative:
Product complaint # (B)(4). (B)(4). The manufacturing record evaluation was performed and identified non-conformances, which was raised to address the event reported. The necessary actions have been taken to address the issue. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: no further information available. Were there any patient consequences? Did the doctor note any quality issue with the ethicon suture before use/ during suturing/ post-op examination or during post op intervention? Procedure? Event day? Device status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown surgery in 2021 and the suture was used. The tag "not for human use" was on the box not on the individual device which has been used on the patient. No further information is available.